Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The discordant platelet results were flagged with warning flags and were flagged as low. The advia 2120/2120i operators guide states "through the use of complex flagging algorithms, laboratory personnel are alerted to suspected abnormal sample and/or system conditions. Sample/system flags appear on the run screen and the review / edit tab. Whenever such flags are triggered, the user should review the results and take the action recommended." In this case the results were released without review. The cause of the event is use error. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated platelet result was obtained on a patient sample on an advia 2120i hematology system with dual aspirate autosampler. The sample was repeated on the same system for platelet, and recovered higher than the initial discordant result. The discordant results were reported to the physician(s), who questioned the results. The platelet count was then assessed manually, resulting lower. This repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated platelets results.